Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the force bipolar (fb) instrument tip gave way and didn't work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: abnormalities were noted with the force bipolar instrument, such as a dislodged jaw, but no piece was broken, and the instrument was successfully removed through the cannula. The port incision was not increased, and no additional ports were placed. The jaws were not stuck in a closed position, nor was there tissue or bleeding involved. No collision with other instruments or hard materials occurred during the procedure. Although one part of the jaw was dislodged, it came out intact when removed. There was no physical damage at the distal end involving a broken cable, frayed cable, loose cable, or broken jaw, and no damage was visible on the conductor wire. Photographic images or video recordings of the procedure are unavailable for isi review, but the instrument is available for return to isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was found to have a broken grip at the grip base. A piece approximately 17.83mm x 4.85mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.